Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates and barrel broken on lot # 9287755. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates and barrel broken) was captured and addressed manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9287755. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for damaged tips. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure a complaint history check was performed and this is the 1st related complaint for needle hub separates and barrel broken on lot # 9287755. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates and barrel broken) was captured and addressed. Investigation summary: customer returned photos of 1/2cc syringes. Customer states that the barrel was broken and the needle was inside the cap. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel on one syringe. The other photo exhibited a cracked barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9287755. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for damaged tips based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: a visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. The 2nd photo showed a cracked barrel at the tip. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken barrel: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: CAPA # (B)(4).

Event description:
It was reported that prior to use with a bd insulin syringe with bd ultra-fine¿ needle the hub was separated from device, also another syringe with a cracked hub. The following information was provided by the initial reporter, translated from (B)(6) to english: customer complains that it was found to have two ultrafine syringes, one with a needle inside the cap and another with a cracked hub. It was asked customer of the shield was on tighter than usual when attempting to remove from the syringe, and she responded that it was not this way, the pressure was normal.